Event description:
It was reported that pump displayed malfunction code 3 and could not be reset, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, agreed to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed serial number and shipping address, and instructed customer to let battery deplete and return malfunctioning pump within the specified time using provided materials.